Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had a high blood glucose level of 680 mg/dl. The customer had symptom of vomiting. The customer had forgotten to put the insulin pump back on after he had showered. They declined troubleshooting for the high blood glucose. They did not mention how they treated their high blood glucose.